Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient felt chest pain and presented to the emergency department. The right atrial (ra) lead was observed with potential oversensing. The lead remains in use. No patient complications were reported as a result of this event.